Manufacturer narrative:
The fse was dispatched onsite and confirmed the customer's allegation. The fse replaced the nav-ring assembly to resolve the failure. Although the part has not been returned, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures. Upon further review, it has been determined that this event no longer meets reporting requirements as the device was not being used on a patient at the time of the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
The customer reported the nav ring is not working and they are unable to adjust settings with the nav ring. There was no patient involvement.